Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed a "fiber optic sensor (fos) lamp 1 failure" during the fiber optic test. The stm replaced the fiber optic module, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site is (B)(6).

Event description:
It was reported that during a service / test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated a maintenance error message. There was no patient involvement and no adverse event was reported.